Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-05-24 reporting that the patient had a medical diagnosis of a medical disorder. The health care professional (hcp) became involved very quickly and contacted the managing hcp office as well as the patient¿s family member. It was noted that through a conference conversation with the patient the situation was de-escalated and the manufacturer representative would be meeting with the patient on monday. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported stimulation was too high and the patient did not know how to adjust or turn it down. The stimulation was too high and she could not turn off. The patient contacted a manufacturer representative who reviewed information over the phone and resolved the reported issue. No further complications were reported/anticipated. The indication for implant was non-malignant pain.